Manufacturer narrative:
Additional information - a3, b5.

Event description:
Additional information: programming changes were made to address the issue on (B)(6)2020. The patient was asymptomatic to the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely for follow up. Review of the transmissions revealed that the patient 's right ventricular pacemaker lead had a high amplitude noise artifact on the ventricular sense amp channel. Programming changes were discussed but did not occur.